Event description:
An optometrist reported that a patient who underwent lasik left eye was diagnosed with asymptomatic diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The topical steroid drops were increased, and the dlk resolved with treatment. Add'l info has been requested.

Manufacturer narrative:
Add'l info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).